Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer stated after drawing the pt blood, the phlebotomist went to remove the device, and the needle stayed in the pt arm. The entire device allegedly fell apart and the entire multi sample luer adapter needle stayed in the pt while the blood needle holder and safety mechanism detached. The needle was removed from the pt and first aid was applied.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.